Event description:
Unable to pass/thread guidewire on triple lumen cvc as the introducer had too small of a hole for guidewire. Not discovered until placed, introducer was then removed and another put in place while patient was receiving CPR.